Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to remove the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen or delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery device, coagulation of blood or procedural contaminates. The reported patient effect of dissection is listed in instructions for use guide wire hi-torque guide wires for ptca, pta, stents as a known patient effect(s) of the procedure. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the guide wire from the dragonfly opstar catheter, material deformation, dissection, and unexpected medical intervention. It is possible that during the advancement, the guide wire became damaged or deformed against the anatomy causing the reported difficulty to advance the dragonfly over the guide wire and the difficulty to remove. Further manipulation of the guide wire against resistance likely resulted in the dissection; however, this could not be confirmed. Another bmw guide wire was used, and a stent was successfully implanted to treat the dissection there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed in the right coronary artery. A bmw universal guide wire was inserted and advanced to the target lesion. Dragonfly opstar catheter was then inserted, but resistance was felt. The device was able to cross the lesion and a pullback was performed. When attempting to remove the catheter, the bmw guide wire became stuck in the device. Therefore, both devices had to be removed as one. A dissection was then observed and was suspected to be caused by the guide wire. Therefore, another bmw guide wire was used, and a stent was successfully implanted to treat the dissection. The dragonfly was again reinserted, and resistance was again felt. A pullback was successfully performed, but during removal of the device, the guide wire became stuck in the catheter. Both devices were successfully removed as one. It was noted that both bmw guidewires used during the procedure suffered deformation due to the friction with the opstar catheter used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.